Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window. (B)(4).

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and blood glucose of 600 mg/dl or higher. It was also stated that the insulin pump was alarming no delivery, following the hospitalization. It was explained that the patient was admitted for high blood glucose but diabetic ketoacidosis was not occurring at that time. His blood glucose went down to 120 mg/dl and he remained at the hospital, began to vomit, and diabetic ketoacidosis developed. The patient was reportedly vomiting pure blood in the intensive care unit. Leading up to the emergency room visit, the patient's blood glucose was at 600 mg/dl for three hours. At the time of diabetic ketoacidosis, the insulin pump had been taken off the patient and he was being treated with intravenous insulin. He had had the insulin pump off during softball practice and the patient had 530 mg/dl blood glucose and treated with a bolus, waited twenty minutes, and then was ...